Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. Additionally, the instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip.

Event description:
It was reported that the medium-large clip applier instrument was not firing. There was no reported injury.